Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of the lad. The patient had a pre-existing bifurcation stent in the left main and lad, which was noted to be under-expanded. During delivery of the orsiro mission stent, the device became caught on a pre-existing stent strut and subsequently dislodged from the balloon. Upon withdrawal of the delivery system, the undeployed stent was identified in the right radial artery. The stent was left in situ without post-dilation. The procedure was then continued via right femoral access. It was mentioned that it was not the fault of the orsiro mission.